Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s right lead had high impedance. Surgical intervention was undertaken on (B)(6) 2023 wherein the lead was explanted and replaced. Therapy was restored postoperatively. Investigation was unable to determine which lead was the right lead.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model:3186, UDI: (B)(4), serial: (B)(4), batch: a000098961.